Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that preloaded monofocal toric intraocular lens (iol) was explanted due to unknown reason. The product is being returned. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 21-aug-2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.